Event description:
A malfunction was reported on the pump by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance with resetting the pump, and after resetting, the malfunction did not recur. The customer acknowledged the guidance and continued to use the pump.